Event description:
Following a magnetic resonance imaging (MRI), the device was found to be in backup vvi mode (bvvi) resulting in high-voltage (hv) therapy being disabled. The device had not been programmed into MRI mode. Technical support was contacted, and the device was restored to resolve the event. The patient was stable with no consequences.